Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition. On (B)(6) 2016 customer reported on (B)(6) 2016 called the ambulance because the symptoms,customer was admitted in the hospital, with glucose level upon arrival of 200mg/dl. Customer was examined with chest x-ray and blood test; customer discharged on (B)(6) 2016 with glucose levels of 139mg/dl. Customer reported that is feeling better. Customer tested with the meter and obtained results of 100mg/dl,171mg/l,175mg/dl in different times.

Event description:
Customer called for assistance on how to change the date, time as well as assistance with running a blood test. Customer run blood test and received a result of 30mg /dl customer reports symptoms as dizziness at this time but refuses medical attention at this time . Customer is not on insulin , customer states that the doctor increased the metformin twice per day. Customer expressed needs to eat .no more information is provided. Another phone will be scheduled to call customer.